Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. Patient alleged visualisation of black particles is coming out of her unit. Patient also alleged having sinus problems, dizziness, nausea, lightheadedness, shortness of breath, nasal/throat irritation or soreness and other respiratory complications. There was no report of permanent or serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported on this device in MDR 2518422-2021-06912.this report was submitted as a duplicate report of the previously submitted report.